Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, d10, g4, h2, h3, h6, h10. D11- associated product: oss resurf femoral lt with part# 150351 lot# 956910; oss non-mod tibial plate long with part# 161044 lot# 542520; oss porous im stem with part# 150393 lot# 015190; oss poly lock pin with part# 150478 lot# 229050; oss poly tibial bushing with part# 150476 lot# 344080; oss poly femoral bushings with part# 150477 lot# 206400. No medical notes were communicated. The reported event can't not be confirmed. The surgeon communicated some patient history and hs analysis of the cause of the event. According to the surgeon, the cause of the patient's infection was related to the patient falling. After the patient fell, the knee swelled, and the patient then developed an infection. The surgeon did not note any issues with the implants themselves. The review of the device manufacturing quality record indicates that (B)(4) products designation refobacin bone cement r, reference (B)(4), lot number 730bad2003 were manufactured on 02 january 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other complaint on the issue has been recorded for refobacin bone cement r, reference (B)(4), lot number 730bad2003 within one year. With the available information, the exact root cause of the event could not be determined. Please note the surgeon did not note any issues with the implants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent left knee arthroplasty on (B)(6) 2018. Subsequently, the patient was revised on (B)(6) 2019 due to infection. All components were removed and replaced with antibiotic cement molds. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant associated products: oss resurf femoral lt with part# 150351 lot# 956910. Oss non-mod tibial plate long with part# 161044 lot# 542520. Oss porous im stem with part# 150393 lot# 015190. Oss poly lock pin with part# 150478 lot# 229050. Oss poly tibial bushing with part# 150476 lot# 344080. Oss poly femoral bushings with part# 150477 lot# 206400. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent left knee arthroplasty on (B)(6) 2018. Subsequently, the patient was revised on (B)(6) 2019 due to infection.